Event description:
It was reported that the motor device ¿chatters¿. This event was not to surgery. There were no delays to a scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. The exact event date was not reported, however, the reporter clarified that the event occurred in the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.